Event description:
It was reported that the patient fell and the lead ¿had impedances.¿ the patient had a system upgrade and the lead was replaced. It was unclear what was meant by the lead "had impedances." No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain clarification and additional information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the patient's stimulator was replaced due to normal battery depletion. There were no visible fractures on the explanted lead. After the replacement, the patient was receiving effective stimulation in the correct area.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v803150, product type: lead. (B)(4).